Manufacturer narrative:
Only a portion of the lens was found in the bag with the cartridge. The lens portion had been cut on both sides and appeared to be from the center of the lens. Unable to verify reported damage. The used company cartridge was also returned. There did not appear to be adequate viscoelastic in the cartridge. The cartridge tip had heavy stress. The cartridge tip had a large aneurysm on the bottom of the tip which had partially torn. The cartridge had evidence of placement into a handpiece. The used company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed for the iol and the cartridge and documentation indicated the products met release criteria. A qualified handpiece and viscoelastic were indicated. The root cause of the reported lens edge damage could not be determined. Only a portion of the lens was found in the bag with the cartridge. The lens portion had been cut on both sides and appeared to be from the center of the lens. Unable to verify reported damage. The used company cartridge was also returned. The cartridge tip had heavy stress. The cartridge tip had a large aneurysm on the bottom of the tip which had partially torn. Top coat dye stain testing was conducted with acceptable results. The damage observed to the tip of the used cartridge (large aneurysm and heavy stress) typically occurs if the lens is not positioned/folded correctly for advancement and/or if the handpiece plunger is not positioned correctly at the trailing optic edge. This can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge without causing damage. The placement of the lens damage and the cartridge tip damage would support the plunger was not in a proper position for delivery. Information was provided that adequate ovd was used in the cartridge and the lens was delivered within 2 minutes of loading. Residual ovd observed may indicate the cartridge was not filled as indicated. The handpiece IFU instructs: important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. Verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The company cartridge IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Use the company cartridge at operating room temperatures between 18° c (64° f) and 23° c (73° f). Results of the product evaluation were provided to the training group and global quality customer affairs. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that, during intraocular lens implantation surgery, it was noticed that the lens had scratches. Hence the lens was explanted and replaced with another lens in a same procedure.